Event description:
It was reported by a field service report sent to the complaint management department in 2008: symptom: pump stopped operating when unplugged from ac wall. No harm to patient.

Manufacturer narrative:
Findings/action taken: confirmed symptom - battery voltage 7.5 volts no load. Power supply charge voltage 12.1 - 12.2 volts. Very low, but powered the pump. Replaced power supply and battery. Electrical safety test. Reason for service: corrective maintenance. Follow-up report will be filed if additional information becomes available.